Event description:
11/24/97 - device implanted, 10/98 - pt began to get shock like sensations when he had his stimulator on and felt like "jolts of electricity" going through his body. Physician discussed this with medtronic rep and it was felt that there was probably a crack in the device lead and it was short circuiting. 11/24/98 - device removed and new device implanted.